Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product not being explanted at that time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03942.

Event description:
It was reported that patient suffered a dislocation with closed reduction.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.